Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they received discordant, falsely elevated potassium results. The customer ran quality controls on level 1 and level 2 for potassium, which were within acceptable ranges. The customer also ran a sample for sodium and chloride in replicates of two each, which was precise. The ccc reviewed the sample data and indicated that there was no instrument malfunction and the problem was related to the sample. The cause of discordant, falsely elevated potassium results on two patient samples was related to sample handling and sample integrity. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated results were obtained on two patient samples for potassium (k) on a dimension xpand plus without hm instrument. Sample (B)(6) was repeated on the same instrument while sample for patient 2 was repeated on an alternate dimension vista instrument, both resulting higher. The falsely elevated results were reported to the physician(s), who questioned them. Sample (B)(6) was repeated in duplicate on the same instrument, resulting higher than the initial and first repeat result. Sample (B)(6) was then repeated on an alternate dimension rxl instrument, also resulting higher than the initial and first repeat result but lower than the second repeat results. Both patients were sent to the emergency room and a new sample was drawn from each patient which was run on an unknown platform, resulting lower than the initial and all the repeat results. The corrected result were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k results.